Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was an in-stent restenosis. A synergy drug-eluting stent was advanced to treat the lesion. However, when the device was pulled back through the previously placed stent, the stent was found to be deformed. No patient complications were reported.